Event description:
An issue was reported involving a heat or electrical problem with the pump and charging supplies, where the pump became hot to the touch, overheated, and swelled. There was no adverse impact to the customer¿s blood glucose level. The customer was using tandem charging supplies at the time of the issue, and the pump was charging. As a corrective action, technical support decided to replace the pump and provide goodwill tandem charging supplies.